Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The shaft material was fractured proximal to the pull ring; however, no indications of fluid ingress during the procedure were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.